Event description:
It was reported that while the ventilator was connected to a patient, it generated an oxygen concentration alarm. Performed pre-use check after that failed. There was no patient harm. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.